Event description:
Meter was reading inaccurately high. The patient tested on meter and obtained a result of 450mg/dl. Patient then tested on another meter and obtained a result of 168mg/dl. Meter to other meter is an invalid comparision. No harm or injury was reported. The test strips were in good ocndition, codes matched, the technique for cleaning the puncture site was not done correctly. The patient performed two control solution tests, which failed. There is no evidence that the patient suffered a serious injury. The meter and supplies are being replaced for the patient.